Event description:
It was reported that there was a device replacement. The patient reportedly was experiencing a shocking sensation prior to replacement. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
See manufacturer report # 3004209178-2008-04088 .